Event description:
It was reported that a spectrum pump experienced constant downstream occlusion alarms during therapy in the med intensive care unit. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant downstream occlusion alarms while running a loaded set. Eval found that the downstream sensor current readings were out of specification (high reading). The downstream sensor was replaced to correct this condition.